Event description:
It was reported the patient indicated that a device alert was heard, and there was no indication of device alerting. The carealert features were reviewed along with the alert log and nothing was found. The patient indicated it was high urgency tones. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.